Event description:
The device was replaced due to reaching elective replacement indicator. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. The actual longevity was less than 80% of the 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. (B)(4).

Manufacturer narrative:
Correction: further analysis confirmed the premature battery depletion condition. Attempts to introduce high current drain or any other failing conditions through elevated temperature testing and temperature cycle stressing were unsuccessful. The device passed all available system diagnostic testing including fault grade, interconnect, and memory tests. Optical inspection of the internal assembly and the stacked chip scale package (scsp) did not reveal any obvious anomalies. The scsp was inspected with all of the surrounding components removed. Analysis of the device did not reveal any unusual parametric or functional behavior. Nominal performance was observed. Product event summary continued: no internal short occurred in the battery. The condition of the anode suggests the battery saw a higher device drain rate which would increase the discharge of the lithium along the edges and in the turns, as seen in the battery.

Manufacturer narrative:
Product event summary: analysis of the device memory showed the battery indicator signifying that the time is approaching for device replacement. The analyst commented that the device was not at elective replacement indicator (eri).